Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result when tested against a different brand. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: ¿repeatedly registered false positives after 10 days when tested against a different brand".

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result when tested against a different brand. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: ¿repeatedly registered false positives after 10 days when tested against a different brand"

Manufacturer narrative:
H.6. Investigation summary this summarizes the investigation results regarding a complaint that alleges the bd veritor at home covid-19 test (material # 256094), batch number unknown, ¿had a false positive result .¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for false negative. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.